Event description:
It was reported that an advisory device exhibited premature battery depletion. Device replacement is anticipated. There is no further information available at this time.

Event description:
New information received notes that the device was explanted and replaced. Device replacement went well. No patient symptoms were reported pre or post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.